Event description:
The customer site indicated that they had received reports of patient burns when using the sensors.

Manufacturer narrative:
The sensor involved in this event was returned for evaluation. The returned sensor passed all testing including a visual evaluation, continuity testing, and skin temperature verification. The returned sensor was confirmed to be functioning as designed. The customer indicated that the sensor was in place for 3 hours and 8 hours. A product labeling review was conducted which included reviewing the directions for use (dfu). The user facility was contacted and appropriate instructions and clarification was provided to augment training they have already received and ensure the proper use of the device is clearly understood. Information masimo received indicated that the patient's skin has healed without any medical intervention